Event description:
The customer stated that she adjusted her insulin based on her meter readings, and had to be admitted to the hospital. She refused to troubleshoot the system or provide any more information about the incident. The customer was adamant that the meter was the problem. The meter is to be replaced at her insistence. Her meter will be returned for evaluation, and a replacement meter will be sent.